Manufacturer narrative:
The company service representative examined the system and replicated the reported event of the laser key issue. The nonconforming key switch cable was replaced to resolve that issue. The company service representative did not replicate the vacuum issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming laser key switch. The root cause of the reported event of vacuum cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented with low vacuum and laser would not turn on. Procedure details and patient impact have not been provided.  Additional information received indicating low vacuum was observed during the procedure. No system message was displayed. There was no harm to the patient.